Event description:
Healthcare professional reported that the band suffered spontaneously pressure loss. Rx confirmed disconnection between the port and the band. It was replaced.

Manufacturer narrative:
(B)(4). Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding patient data or further event details.